Manufacturer narrative:
The insulin pump was received with motor error alarm during the basic occlusion test due to faulty force sensor system. Unable to confirm excessive no delivery and low reservoir alarm due to motor error alarm. Pump passed displacement test, self-test and unexpected error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no low battery alert noted. Pump passed the dat test at 0.08730 inches. Pump received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 171 mg/dl at the time of incident. The customer also reported low reservoir warning. The customer reported alarm did not occur during manual prime. The customer reported event was resolved by reservoir change. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.